Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was not working during the second phase of the harvest. The hospital switched out the adaptor, cord, and the generator, but the problem persisted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be slightly flexed away from the center of the hot jaw but remained attached at the base and tip of the hot jaw. The silicon insulation was observed to be intact. No other visual defects were observed. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply level 3.0. The device did turn on and an audible sound was heard when activating the toggle. The device did pass the pre-cautery test.; it consistently produce visible steam and heat during ten (10) 3-second activations. The device did shut off when the toggle was released, when it did activate. The safety shut-down mechanism integrated into the handle engaged after the device was activated for more than 20 seconds (five 20 sec activations) the device was tested for the safety shut down system as the device would turn on, and produced visible steam. A temperature and resistance test was conducted to evaluate the device function. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased but did turn ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. An engineering evaluation was conducted. The harvesting handle was opened to examine the toggle switch. The toggle switch was observed to be intact, no visual defects were observed in the harvesting handle. A pre-cautery test was done a second time, it consistently produce visible steam and heat during ten (10) 3-second activations. The device did shut off when the toggle was released, when it did activate. No other visual defects were observed. Based on the return condition of the device, the reported failure "failure to deliver energy" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent. Specific actions for the analyzed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was not working during the second phase of the harvest. The hospital switched out the adaptor, cord, and the generator, but the problem persisted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 cautery was not working during the second phase of the harvest. The hospital switched out the adaptor, cord, and the generator, but the problem persisted. A replacement device was used to complete the procedure. The hospital did not report any patient effects.